Event description:
During a battery replacement surgery, a short was noted on electrodes 0 and 2. The replacement was completed with an adaptor, and the hcp was instructed to program around the 0 and 2 electrodes. The pt came back in (B)(6) 2011 with their device showing an elective replacement indicator (eri). Impedance checks showed a short in the same place, at the 0 and 2 electrodes. The battery and extensions were changed on (B)(6) 2011. Post-operative impedances showed a short in the same place, at the 0 and 2 electrodes. The pt was unwilling to approve further surgery to switch the leads. The hcp was again instructed to program around the short. Therapy was restored and the pt recovered without sequela. Reference MFR. Report # 3004209178-2011-03805 for info regarding impedance issues with prior device system.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.